Manufacturer narrative:
(B)(4). Results of investigation: this unit was serviced by a carefusion authorized service center. The service technician tested the battery and noted that it only lasted for 20 minutes due to deterioration. The internal battery was replaced to address the reported issue. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance.

Event description:
It was reported to carefusion that the battery was only lasting for 20 minutes. It is unknown at this time whether there was any patient involvement associated with this complaint.